Event description:
It was reported that the pt experienced a loss of therapeutic effect (increased tremors) after receiving two rounds of defibrillation. After the first round of defibrillation, the implanted neurostimulators were checked and were okay. After the second round of defibrillation, the pt turned the neurostimulators back on, but did not have them checked. The pt had marks on her chest from the defibrillator. The pt was at home in fair condition. Add'l info has been requested but was not available as of the date of this report. Refer to MFR's report # 3004209178-2011-05950.

Manufacturer narrative:
(B)(4).